Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Cup impactor handle cracked while impacting.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the handle broke into two pieces. A two-year search of the complaint database found additional reports that were attributed to misuse and/or heavy usage. No corrective action taken. Complaints will be monitored under post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.